Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump touch screen was cracked and unreadable. The customer¿s blood glucose (bg) was "high". Although, specific value not provided. Customer addressed bg level via correction injection via manual dose injection. The customer reverted to an alternate method in insulin therapy.